Event description:
Caller states the patient tested 4.3 inr on the coaguchek xs system and 3.1 inr on a comparison lab. Caller states that the coumadin was held for the patient based on the lab result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.